Event description:
Additional information was received that the device was successfully reprogrammed to resolve the event. The patient was stable.

Event description:
During remote follow-up, episodes of post-paced t-wave oversensing (pptwo) episodes due to fusion pacing were observed. Abbott technical support was contacted and confirmed pptwo with fusing pacing and recommended reprogramming. No intervention was performed at this time. The patient was stable.